Event description:
A user facility reported that a pt experienced visual impairment and visual disturbances following implantation of an intraocular lens (iol). The iol was replaced with a different model which was tolerated without any impairment.

Event description:
Follow-up information provided by the explanting surgeon indicates the intraocular lens replacement has resolved the reported, visual disturbances (glare experienced when exposed to direct oncoming headlights at night).